Event description:
As reported via legal documentation, this patient had right knee revision surgery on (B)(6) 2021. They underwent a second revision surgery on (B)(6) 2021, approximately 11 months after their first revision surgery. Per (B)(6) 2021 op report: inspection of the interior of the knee revealed the patient had persisted following our last revision surgery with an absence of gross synovitis. The knee was unstable, primarily in the lateral compartment, less so the medial compartment, the components were removed and were relatively well fixed. The patella was intact and this remained. Upon removal of the distal femur, the area in which we had undergone prior bone grafting along the course of the bone graft, which extended from the lateral part of the intercondylar notch proximally and centrally into the canal. The distal most portion, it was interesting in that the bone had not completely incorporated. This was high quality dbm allograft. Upon reaching an essentially what was felt to be the end point of where we had originally grafted, there apparently was a persistent nidus of inflammatory lytic tissue that was not apparent on x-ray, but was apparent on curettement. This very well could have likely been associated with the original revision surgery in the debris formation from the polyethylene breakdown. The patient was transported to recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.